Manufacturer narrative:
Date of event: the date of the event was reported as an unknown date between "january to present". MFR site: device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three (3) non-dehp extension sets leaked. During patient infusion, the nurses observed the set "saturating the air filter/membrane and leaking out of those spaces". The extension set is connected to an unspecified primary tubing set. The lines are primed with normal saline and attached to a non-baxter closed system transfer device. A chemotherapy medication is then added and connected to a non-baxter infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 05/14/2021.

Manufacturer narrative:
H6: corrected from d0301 to d15. H10: upon further evaluation, the supplier did note that flushing the filter restored the filter¿s hydrophobic properties. This indicates that the air vent filter membrane was potentially wet out by a low surface tension fluid causing it to leak. The fact that the customer mentioned the leaks were noted at the end of therapy further suggests that filter saturation may have caused the leaks. Per the set labeling ¿medications that are not fully soluble in their carrier solution cannot be infused through the filter¿. Therefore, the cause would not be manufacturing related. The actual cause of the condition could not be determined.

Manufacturer narrative:
H10: one (1) device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test, clear passage under water testing and priming were performed and the device performed according to product specification. During the membrane rupture and housing failure testing by gradually increasing the pressure from 0 to 45 psi for 10 sec; a leak was observed in the vent of the filter. The reported condition was verified. A cleaning/flush was performed on the filter, after that the leak was no longer present. It is concluded that the drug saturated the filter. The root cause is material-design since the drug is not compatible with the filter. According to the product insert/label ¿blood, emulsions or medication not totally soluble in the carrier solution cannot be administered through the filter¿. The other two (2) devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographs, a leak was observed in the vent of the filter. Due to the nature of the sample no additional tests were performed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.